Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer insulin pump had a force sensor calibration values corrupted alarm. The customer¿s blood glucose level was 60 mg/dl. The customer reported that they had force sensor calibration values corrupted alarm and locked and was not able to clean the alert. The customer was advised to discontinue use of the pump and to revert to his back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received stuck in an error alarm loop due to a software error. Unable to perform the displacement test or self test due to alarm.